Event description:
Customer was admitted to hospital with dka on (B)(6) 2015. Customer is not alleging any malfunction with the pump. The customer is states that her blood glucose was high because the insulin cartridge was empty. Pump is not being requested for return because it is working properly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.